Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
"The reported observation of pain at the ipg site was not confirmed when referencing the performance of the ipg during analysis. The ipg exhibited normal device characteristics. The ipg logs did suggest an impedance issue. The leads were not returned with the device. The root cause of the reported observation was not ascertained. Using clinicians programmer, ipg system impedance testing was within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The associated per-2022-0115234 had an event description as follows: high impedance on some of the lead's contacts. Patient also reported a strong shock sensation. The event date was 7/26/2022 for this per."